Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 53-year-old male patient, the device displayed a "defib charging error" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including benching handling, defib cycle testing, and low battery discharge testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the log confirms the first charge attempt to 200j is successful even though it takes 22 seconds to charge. The time limit specification is 25 seconds to reach the target energy. The next two charge attempts at 200j reach the 25 second limit and report a defib charge timeout advisory to the user. The final charge attempt reports a charging error and has a log entry indicating the device was not charging at the minimum required voltage increments for two consecutive seconds, and is likely battery related. The battery used was not returned for evaluation. No trend is associated with reports of this type.